Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the capsule failed to attach to the patient's esophagus during an esophageal procedure. There was no harm caused to the patient. A repeat bravo procedure was performed. No intervention was required. There was nothing unusual about patient or procedure itself. An endoscopy had been performed prior to bravo procedure and the esophagus appeared to be normal. Site has been performing bravo procedures for more than 5 years. Lubricant was used on capsule.

Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The capsule was not attached to the delivery system. There were no signs of tissue or blood on the device and the delivery system was bent. The emergency release was not implemented, the plunger was not broken and the capsule electrodes were visually acceptable. As the product was received, the device functioned according to specification, but the bent guidewire is attributed to mishandling of the device. If information is provided in the future, a supplemental report will be issued.